Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent canister was replaced to resolve the reported issue. No patient information available. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a leak in the bellows housing causing a loss of mechanical ventilation. There was no report of patient involvement.